Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device stopped working due to the battery depleting. They stated that they attempted to start a recharging session, but were unable to get the implantable neurostimulator (ins) charged. They got out the equipment and reported that the implantable neurostimulator recharger (insr) was charging, the battery was flashing on the first quartile, and that they had zero coupling boxes shaded. Prior to the call, they tried to sync the patient programmer (pp) with the ins but were unsuccessful. The issue started on saturday and they attempted to call the hospital prior to calling patient services. Troubleshooting included: repositioning the antenna over the ins and turning the antenna dial through all 4 positions. They reported that they were able to get 0 to 8 coupling boxes shaded when they moved the dial, but it would suddenly drop to 0 once more, even though the patient didn't move. A replacement insr antenna was sent to assist with the issue. They reported the ins battery was reading as on and "low." They called back inquiring about why the ins battery did not show a lightning bolt on the screen of the insr. The following was reviewed with them: the insr screen, the ins battery needs to be charged before the ins can be turned back on, charge the ins until the battery was at least 50% charged before syncing the pp with the ins and how to turn the ins on if the ins read was "off" when they sync the pp with the ins. Additional information was received on (B)(6) 2020. It was reported that they called back regarding the same issue already documented. They received the new insr antenna and hooked it up to the insr and confirmed they got 6-8 coupling boxes filled. The ins was charged, blinking on the 4th quartile. They noted that they changed the pp batteries. They stated that the ins was still off and that because the ins was off, the patient has been suffering, has slowed down a lot, can't get up or walk. It was reviewed how to turn the ins on. They initially reported seeing a battery empty screen and poor communication screen, but was able to resolve these screens and turn the ins on. Charging considerations, charge complete screen, and the charge sufficient screen was reviewed with them.